Manufacturer narrative:
Investigation visual inspection a deformation of the outer housing of the valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0805mm, outside the tolerance of 0±0.02mm. Permeability test a permeability test has shown that the valve is permeable. Adjustment test the valve was tested and is not adjustable throughout the normal range, but met all other specifications. Breaking force and brake function test the break functionality test has shown that the brake function is fully operational. However, due to the inability of the prosa to hold a set pressure the brake force could not be measured. The valve was dismantled and inside the valve a build-up substance (likely protein) was found. Based on our investigation, we confirm that the valve is non-adjustable. This could be due to the deposits observed inside the valve, a known and inevitable risk of hc therapy with shunts as described in our literature. Furthermore, the observed deformation of the housing could also have affected the operation of the valve contributing to the malfunction. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height: 170cm. Implant date: (B)(6) 2016. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "valve was explanted because it was not adjustable."